Manufacturer narrative:
The pump gave an alarm during the prime test at due to moisture damage on the force sensor. Moisture damage was also found on the electronics and motor. In addition, the pump had a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window.

Event description:
It was reported that the customer's insulin pump was exposed to salt water. When the insulin pump dried out, the customer received a compromised force sensor system alarm. His blood glucose level was 140 mg/dl. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.